Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification and as intended. The bard power port used in the occurrence was reported by the customer to be returned to the manufacturer for evaluation. Additional clinical applications training has been offered and declined by the customer at this time. Limited information has been provided by the customer after multiple attempts at this time. If more information becomes available a follow up report will be submitted.

Event description:
The customer reported the following on (B)(6) 2015: a patient undergoing a CT scan with contrast suffered an extravasation while connected to a stellant d injector system (sn (B)(4)). The contrast was delivered to the patient by way of a bard power port which was implanted in the upper chest area of the patient. The extravasation was observed at the site of the power port. Post procedure, the bard power port had to be removed. No further treatment was reported to be provided.